Event description:
Endosteal implant was placed in jaw following bonegraft. All was well until dental crown with abundant was attached - on (B)(6) 2019. The following day I was weak (hardly able to walk) followed by progressive severe muscle pain especially in cervical area (unable to lie flat) loss of weight, taste, headache, mental fog. Primary care doctor concluded, the only problem was inflammation as evidenced by blood work. He suggested removal of implant since both of my dentists (oral surgeon and general) claimed to be 100% sure these problems weren't implant related. Cont from pg 1 # 4. I returned to my general dentist and oral surgeon with the complaints stated. I'm a retired r.n. And knew symptoms were similar to those experienced after 2 biomet hip implants. They both claimed to have never seen a reaction such as mine and didn't want to remove the implant/ they also told me implant was 100% titanium (it isn't) and an allergic reaction was unlikely. I presented them with my primary care doctor's recommendation of removal (based on blood work and his exam r/o other conditions). The day after implant was removed I had a noticable improvement in symptoms (less fatigue). The severe muscle pain and other symptoms continued for 6 months. I was only able to sleep 1-2 hours each night and only in an upright position. Please note: reporting of these incidents should be mandatory if physicians were educated enough to recognize symptoms. Since my initial reaction was systemic they refused to believe me. After 6 months they've admitted I had an adverse reaction. Had I not been an observant r.n. With prior experience this would've never been diagnosed. I must add, my suffering was immense and no one would treat my pain. I question the use of this implant for anyone with a history of metallosis. Both of my dentists were aware of my history. No local symptoms noted around implant such as redness or loosening. On (B)(6) 2019 (implanted in jaw). Other numbers on package: (17210831). Weight at implant: (B)(6) lb. Now: (B)(6) lb. Age: (B)(6) years, (B)(6) months.